Manufacturer narrative:
Returned product consisted of a ranger sl drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 14.4cm from the tip. There is blood present in the guidewire lumen, inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirm a pinhole in the balloon. Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that difficulty advancing a balloon device and a leak in a balloon occurred. The 40% stenosed target lesion, 1.9mm in diameter, was located in the anterior tibial artery of the left leg. The anterior tibial artery was without calcium; only with reduced lumen. The tibioperoneal trunk was tortuous and the arteries were thin. While advancing a 2.00 mm x 150mm, 150cm ranger balloon to the target lesion, there was some resistance. The balloon was inflated normally, however, upon reaching the nominal pressure, the contrast medium could be seen coming out of the balloon and a blur in the artery occurred. The balloon was easily removed and the procedure was successfully completed with another of the same device without patient complications. The patient was reported to be stable and in optimal conditions. However, returned device analysis revealed a pinhole in the balloon.